Manufacturer narrative:
The trigger was catching, causing run-on, and the safety bar was stuck in slow mode, due to corrosion.

Event description:
It was reported that during testing conducted at the user facility the trigger of the device was sticking, causing the device to continue to run after the trigger was released. Additionally, the device safety switch could not be placed in the ¿safe¿ position, a condition which creates the potential for unintended activation.